Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 3. During the procedure, the distal tip of the separator 3 broke in the patient's distal anterior tibial artery of the left limb. This was visually confirmed by radiographic images. The physician attempted to retrieve the fragment using an indigo system cat3 aspiration catheter and a 0.035 cxi crossing catheter (a non-penumbra device); however, was unsuccessful. The patient was an advanced stage cancer patient and arrived to the hospital in overall poor health. No surgical procedures were attempted to retrieve the fragment. Post-procedure, the patient was in poor health.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation; however, a photograph of the device was provided. Result: the indigo system separator 3 is broken at the distal tip. Based on the photograph, both the core wire and distal wrapping wire are broken distal to the proximal end of the separator bulb. The exact location of the break in the core wire is unknown but was confirmed to be distal to the proximal end of bulb. Conclusion: without the return of the device, an exact root cause cannot be determined however; this issue may have been related to repeated manipulation of the distal of the separator against resistance. If the separator tip is bent repeatedly against resistance, the metal material of the core wire may fatigue and eventually break. This type of damage can usually be detected as resistance during manipulation of the device in the patient however; the description of the complaint did not mention resistance during use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was not released from hospital.